Manufacturer narrative:
Follow-up # 1 date of submission 06/03/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: it is a typical pump function that the default time and date are recorded in the suspend history when the pump is suspended and then powered off while in suspend mode. During testing, the pump successfully performed a 10 u audio and normal bolus. Both the audio and normal bolus were accurately recorded in the pump history with the correct time and date. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period with no alarms occurring during this time period. The complaint of the time and date resetting to the default was not able to be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas for an unrelated issue and during troubleshooting found that one of the entries in the suspend history had recorded at the default date of (B)(6) 2007. The reporter confirmed that the time and date are holding correctly with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.